Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to unlocked lcd keypad connector. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive act button. The caller did not know the blood glucose reading. The caller stated that the issue was not resolved by a battery replacement. Advised discontinuation of the insulin pump. Nothing further reported.